Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015 information was received from a healthcare provider (hcp) and representative regarding a patient receiving intrathecal clonidine 0.9 mg/ml at 0.423 mg/day and dilaudid (hydromorphone) 10 mg/ml at 4.706 mg/day. The patient's pump was refilled on (B)(6) 2015 by a home health nurse. Their blood pressure was 138/78, heartrate 82, respiratory rate 16, temperature 99, and weight (B)(6). The nurse removed 6.5 milliliters (ml) of clear medication and expected 5.3 ml. According to the nurse the refill was unremarkable, and there was only one attempt necessary to access the pump. They reportedly felt the back of the reservoir wall with the needle. Reservoir check was performed by pulling back 1 ml of medication which was returned to the reservoir without difficulty. The needle was removed and pressure was applied until hemostasis was obtained. A small amount of light pink drainage was noted at the needle site. Pressure was held again, and a band-aid was applied after hemostasis was obtained. The patient stated they always needed a band-aid. After the refill the patient showed signs of opioid overdose. They were sent to the ER and admitted to the intensive care unit (ICU) on a narcan drip. The patient was awake as of (B)(6) 2015. There was a concern with a possible pocket fill, and the doctor at the hospital aspirated the reservoir contents. The expected residual volume exceeded the actual residual volume, 38.8 ml to 37 ml, and there was some blood-tinged fluid mixed in with what was aspirated. There was also a report that the doctor withdrew from the pocket to see how much drug made it into the pump versus into the pocket. Thirty-five (ml) were pulled from the pump when the pump read 38 ml. The refill process was discussed in detail with the nurse on (B)(6) 20150 and no procedure error was identified. The doctor decided at that time to not refill the pump with the drug, and the pump was physically empty. It was programmed to minimum rate. They could not get new drug for a refill until (B)(6) 2015. The patient was currently using a patient-controlled analgesia (pca) pump for dilaudid, and they were taking oral clonidine.